Manufacturer narrative:
(B)(4). Date sent: 5/3/2023 investigation summary call home revealed a reflected power error and a probe temperature too high error were issued. The probe returned to neuwave with a broken probe tip (not included). There was evidence of thermal damage. The potential cause of the damage is unknown. A search of nonconformities (ncs) was performed for lot ml22067841. There were no observed nonconformities for this lot.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2023. Additional information was obtained: the first communication was the tip broke off in the patient. The second communication was the patient/hospital wanting to know if it was safe for the patient to get an MRI because of the tip left inside of them.

Event description:
It was reported that during a liver ablation procedure that during the ablation two probes were being used. One probe turned off and gave an error message. The procedure was completed with the second probe. Upon removing the probes, it was found that the tip had broken off the probe that had shut off and gave an unknown error message. The broken tip of the probe was not retrieved from the patient. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Batch#: unknown. Additional information was requested and the following was obtained: the user is an experience neuwave interventional radiologist who has been using the neuwave system and probes for many years. The liver being treated had been previously treated with another mode of cancer treatment and the liver was cirrhotic. Both probes were used at once and during the procedure at the latter portion of the ablation, one of the probes turned off and there was a technical error that appeared on the screen. They continued the ablation with the second probe without trying to reposition the first probe. Once they completed the ablation and removed the probes, they noticed that the first probe, the one that had turned off, the tip had broken off in the patient. The second probe was charred but intact. There were no lateral forces applied to the broken probe or resistance encountered when placed. Imaging was performed using CT in a separate room. There are no plans to retrieve the broken tip. For this case there was only one probe that fractured. For this case we had placed 2 probes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.